Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reprt was duplicated and attributed to a transformer on the pace/defib (pd) engine board. The pd engine board was replaced to resolve the report. The pd engine was scrapped after testing. The device was recertified and returned to the customer. Analysis of the reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.